Manufacturer narrative:
Investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Unknown if the reported anxiety, pvcs, tachycardia, chest pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: migration, tilt, vc/organ perforation, fracture, anxiety, pvcs, tachycardia, chest pain, embedment. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Exemption number: e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). MFR site: name and address for importer site: cook medical incorporated (cmi) (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received a cook celect jugular vena cava filter implant on (B)(6) 2008 via the inferior right internal jugular vein due to prophylaxis for lap band surgery. The patient is alleging migration, tilt, vena cava perforation, and fracture. The patient further alleges, anxiety and "the broken strut in my heart is believed to be causing possible premature ventricular contractions and tachycardia. I get frequent sharp chest pains from the strut in my heart". It was also reported the patient allegedly underwent filter retrieval attempts on (B)(6) 2018 due to "filter broken, one leg embedded in heart, one leg embedded in lung and one embedded in spine". Per the on (B)(6) 2017, computed tomography- cardiac evaluation structure and morphology with intravenous contrast: " impression: 1. Re-demonstration of a 2.1 cm linear metallic foreign body attached to the inferobasal wall of the right ventricle, consistent with history of fractured inferior vena cava strut. Findings: non-coronary cardiac: the heart is not enlarged. Re-demonstration of a 2.1cm linear metallic foreign body attached to the inferobasal wall of the right ventricle. The attachment point is 4-mm distant from the pericardium." Per the on (B)(6) 2017, computed tomography venogram-abdomen and pelvis with and without contrast: "impression: 1. Insufficient venous opacification renders the examination non-diagnostic for previously identified thrombus involving the inferior vena cava and right common iliac vein. 2. Cook celect inferior vena cava filter is again noted to be fragmented, missing a long strut and a short strut along the posterior medial side. Part of the long strut is seen embedded within the vertebral body. Previously seen filter fragment within a right middle lobe pulmonary artery is not visualized on this study. Again seen filter fragment within the anterior inferior right ventricle". Per the on (B)(6) 2018, retrieval report (attempted): " impression: unsuccessful removal of indwelling cook celect inferior vena cava filter which appears significantly endothelialized. Findings: 2. Initial inferior vena cavagram demonstrates no luminal thrombus. However, there is tilting of the filter towards the right as well as fractured struts, corresponding with pre-operative computed tomography scan. 3. Unsuccessful attempts at image guided inferior vena cava filter removal. 4. Completion inferior vena cavagram demonstrates patent inferior vena cava with no retained filter fragments. Technique: the tulip removal set was then introduced coaxially into the larger sheath and multiple attempts were made to snare the filter. The removal set was subsequently exchanged for a reverse curved catheter and glidewire and the hangman's technique employed to try and snare and sheath the filter. This was also unsuccessful. Finally, attempts were made to grasp the filter with forceps. This also was unsuccessful. At this point, the decision was made to abort the procedure. The sheath was removed, hemostasis achieved with manual compression, and sterile dressing was applied. The patient was transferred to the recovery area in stable condition". Per the on (B)(6) 2018, retrieval report (successful): "impression: 1. Cook celect inferior vena cava fitter was successfully removed without immediate complication. Findings: venacavography: fractured cook celect filter in the infrarenal inferior vena cava. One fragment is seen in the right ventricle and one in the lumbar vertebral body as noted on prior computed tomography. Minimal thrombus within the inferior vena cava filter. Successful removal of the inferior vena cava filter. Post filter retrieval venacavography: minimal thrombus in the infrarenal inferior vena cava". Procedure: the flush catheter was exchanged over a wire for a 16f retrieval sheath. Initial attempts to remove the filter with a hangman technique were not successful. Subsequently the filter was retrieved using a bronchial forceps". Per the on (B)(6) 2018, retrieval report 2 (successful): interventional radiology post procedure note: status post removal of a difficult inferior vena cava filter with forceps. No immediate complications. One leg is within the heart, and another one embedded within the vertebrae. Inferior vena cava filter legs and hook were also tilted and embedded way in". Per the on (B)(6) 2018, computed tomography venogram-abdomen and pelvis with and/or without intravenous contrast: " vascular findings: there is been interval removal of the inferior vena cava filter. The inferior vena cava, bilateral common, external, and internal iliac veins are patent. Re-demonstration of filter fragments embedded in the anterior l3 vertebral body and osteophyte. Additional filter fragment again noted in the right ventricle (601/102). Impression: 2. Re-demonstration of inferior vena cava filter strut embedded in the l3 vertebral body/osteophyte. Presumed inferior vena cava filter fragment the right ventricle appears unchanged since on (B)(6) 2017; there is no associated pericardial effusion".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2008". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.